Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the controller wasn¿t allowing the patient to change intensity on group b. The rep reported that after running impedances, it was discovered that electrode 0 was red and therefore shouldn¿t be used. Group b was programmed using this electrode which was why he was getting that error message from his controller. The rep gave the patient new programming for group b and c to avoid using electrode 0. The rep also reported that the patient¿s adaptive stimulation intensities ¿didn¿t seem right¿ so those were reset for all 3 groups. The rep reported that the impedance test showed electrode 0 was shorted and was programmed around. The issue was resolved. No further complications were reported.